Manufacturer narrative:
(B)(4). Similar to device under 510(k) p070016. (B)(4). Summary of investigational findings: without imaging it is difficult to conclude the exact root cause for this event. No evidence to suggest that product was not manufactured according to specs. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: on (B)(6) 2014: a (B)(6) male patient underwent taa repair. The patients' anatomical form was suitable for endovascular repair. Before procedure: rapid pacing was performed that help the controlled beat, which prevent moving the device and thrombosis; canulated to sma and ca in case of thrombosis (the physician could suction thrombosis immediately if the canula filled with solution); applied pressure to lcca to prevent the thrombosis. The physician inserted from the left blood vessel prosthesis conduit, and advanced the delivery system. The form of aorta was shaggy. Zteg-2p-34-127-pf was placed without problem. Since there was no endoleak, the physician did not perform touch up ballooning and complete the procedure. After procedure, the patient was transferred to the ICU. After a while, unconsciousness occurred to the patient, therefore the physician performed echography and confirmed type a aortic dissection, which located to the proximal site of the zteg-2p-34-127-pf. Also calcification/atheroma were presented at the same location of the edge of the complaint device. The blood vessel prosthesis implantation was performed urgently, the arch of blood vessel prosthesis and proximal side of stent graft were sewed together, and procedure was completed. Patient outcome: there have been no adverse effect to the patient.